Manufacturer narrative:
Product implicated is a 4 french dual lumen catheter. Only the catheter was returned for eval. Overall catheter length measures 17cm. Lot history review indicates there were no related component or mfg issues and no product complaints of similar nature. It appears the catheter was trimmed to length (17cm) at a 45 degree angle. The distal tip is shiny with striations across the surface. Tactile inspection indicates no elongation of the tubing is present. The 23 gauge lumen was pressurized with a 6 cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The 20 gauge lumen was flushed with colored water and one leak was observed immediately distal to the hub tubing joint. Under 45x magnification, the edges of the leak are clear, sharp, and shiny and the cut surfaces show diagonal striations across the surfaces. Colored water can also be seen through partial cuts in the tubing which extend distal to the leak. These signs indicate the catheter was cut by the guidewire. The complaint of leakage is confirmed as user related, since the catheter was damaged by the stylet.

Event description:
The catheter broke distal to the bifurcation during placement. The catheter was removed and replaced. No patient injury was reported.